Event description:
Dear FDA complaints department, I am writing to report a critical incident involving an oxygen concentrator that I purchased on the amazon platform, which resulted in a severe medical accident and personal injury. While the seller has expressed willingness to provide compensation, their offer falls short of addressing the magnitude of the damages caused. Additionally, the oxygen concentrator in question lacks proper certification, such as the otc certificate, indicating its non-compliance with regulations. Therefore, I kindly request your intervention to ensure the removal of this product from amazon and to facilitate an investigation by the FDA, aiming to assist affected buyers in obtaining adequate compensation from the seller. I purchased an oxygen concentrator from an amazon seller named [rmeatsk]. Purchasing link is https://www.amazon.com/dp/b0cp9v382l. After approximately 35 hours of continuous usage, the oxygen concentrator exploded, resulting in serious injuries to myself as the patient. The explosion has not only caused physical harm but also resulted in emotional distress, extensive medical treatment, and a significant disruption to my daily life. It is disheartening to discover that this particular oxygen concentrator lacks the necessary otc certificate, which is essential for ensuring the safety and efficacy of such medical devices. The absence of proper certification raises questions about the regulatory oversight exercised by amazon, as well as the responsibility of sellers to provide products that meet the required standards. In light of these circumstances, I kindly request the FDA's immediate attention and involvement in this matter. Firstly, I ask that you liaise with amazon to ensure the immediate removal of the aforementioned oxygen concentrator from their platform, preventing further harm to unsuspecting buyers. Secondly, I urge the FDA to initiate an investigation into the practices of both amazon and the seller in question, with a focus on the sale and distribution of uncertified medical devices. This investigation should aim to identify any potential violations, hold the responsible parties accountable, and establish measures to prevent similar incidents in the future. Furthermore, I seek your assistance in facilitating the process of obtaining appropriate compensation from the seller for the damages and injuries I have suffered. It is crucial that affected buyers receive fair and just compensation to cover medical expenses, emotional distress, and any other financial burdens resulting from this incident.